Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1. Address information was not provided; therefore, (B)(6) was used as the state. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz9267 and lot# 25039145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07 mar 2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Hospital has been using mz9267 and the spin luer lock has cracked. Lot # 25039145. No patient harm.

Manufacturer narrative:
It was reported by the customer that the spin luer lock has cracked. One sample was received for quality evaluation. Visual inspection of the sample shows that the male luer connector spin collar was cracked. The customer complaint of component damage was confirmed. Based on the damage seen on the sample submitted and information provided by the customer regarding the cleaning of the luer connector using chlorhexidine, the root cause of the issue is most likely due to applying an antiseptic or alcohol on the connector, and not allowing it to dry before making the connection. Not allowing the antiseptic to dry before making the connection can make the luers brittle, making the luer components easy to crack. A device history record review for material# mz9267 and lot# 25039145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07mar2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.